Manufacturer narrative:
Additional information received. The reporter indicated the event was due to a loading error. The product for this complaint was not returned for evaluation. However, the lens, injector and foam tip plunger were returned. The lens was found to be stuck inside the injector and further evaluation could not be performed. The push rod of the injector was damaged . A foam tip plunger was found damaged and inside the injector. (B)(4). Cartridge not returned.

Manufacturer narrative:
Customer could not identify the cartridge type. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a (B)(6) single-piece collamer lens, +21.5 diopter, in the patient's eye on (B)(6) 2016. The lens was stuck in the injector. No patient contact. No further information available.